Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had issues with a blakemore tube. In the past, they had a blakemore fail, so they ordered two blakemore to be kept on hand in case of an emergency and one failing. This past week, two that they ordered both failed, it would not hold air.

Event description:
It was reported that customer had issues with a blakemore tube. In the past, they had a blakemore fail, so they ordered two blakemore to be kept on hand in case of an emergency and one failing. This past week, two that they ordered both failed, it would not hold air.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be lumen material selection / incorrect lumen diameter. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.